Event description:
Skytron elite surgical table was being tilted when a broken button caused the other buttons to get out of alignment. When the buttons were out of alignment, the tilt button stuck under the face plate and would not release, causing the table to continue to tilt. Surgical staff was worried that the cannula would be pulled from the patient if the tilt did not stop. Follow-up reveals that, although this has not happened before, the hospital believes this is a design flaw; the same break could cause the button to shift over and get stuck. Another brand of table in the facility requires the operator to push two buttons in order to operate the table - one of the buttons functioning as a "dead-man" switch.